Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the handle came off of the impactor. A proximal femoral nail antirotation blade was inserted using an impactor for proximal femoral nail antirotation blade. To insert proximal femoral nail antirotation blade, impactor was hit by mallet. The handle came off, and then the handle and the inside of impactor are separated by two parts. There was two to three minute prolongation of the surgery. No part fell into the patient. This report is for an unknown proximal femoral nail antirotation blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Month and day unknown, (B)(6). It is unknown if the blade was implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.